Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. There was no adverse impact to the customer¿s blood glucose level. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level that was "high", although specific value was not provided. Cause was not known. Customer addressed elevated bg by a correction injection via manual insulin therapy.